Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and significant amount of charring was observed on the catheter tip. It was reported by the caller towards the end of the procedure and when the physician came on ablation, a temperature too high error displayed on the nggen system and cut-off ablation. Caller stated the physician attempted to come on ablation two more times and the same issue occurred. The ablation catheter was removed from the body to test that it was irrigating properly and it was observed there was char on the tip of the ablation catheter. The catheter was replaced and the procedure continued. There was no patient consequence. On 29-apr-2024, additional information was received indicating the patient has not exhibited any neurological symptoms since the procedure was completed, however, the physician considered the amount of char on the catheter to posed a risk of stroke to the patient.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and significant amount of charring was observed on the catheter tip. It was reported by the caller towards the end of the procedure and when the physician came on ablation, a temperature too high error displayed on the nggen system and cut-off ablation. Caller stated the physician attempted to come on ablation two more times and the same issue occurred. The ablation catheter was removed from the body to test that it was irrigating properly and it was observed there was char on the tip of the ablation catheter. The catheter was replaced and the procedure continued. There was no patient consequence. Device investigation details: analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31280126l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).